Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead implanted in the atrium on (B)(6) 2010 dislodged on (B)(6) 2010. The patient had a re-op in the evening and a new lead was placed as the physican was concerned that there may be tissue in the helix housing. No patient complications have been reported as a result of this event.